Event description:
Event verbatim [preferred term] she put one on and the contents started leaking out of the wrap. [Device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number t81952, expiration date nov2020, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. Consumer had thermacare lower back and hip. She put one on and the contents started leaking out of the wrap. She threw away the leaking heatwrap and she did not have the box anymore. She was providing product information from the second unused heatwrap. A sample of the product was available to be returned. Packaging was sealed and intact. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: the patient reported that "she put one on and the contents started leaking out of the wrap". No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: the patient reported that "she put one on and the contents started leaking out of the wrap". No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Event description:
Event verbatim [preferred term] she put one on and the contents started leaking out of the wrap. [Device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number t81952, expiration date nov2020, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. Consumer had thermacare lower back and hip. She put one on and the contents started leaking out of the wrap. She threw away the leaking heatwrap and she did not have the box anymore. She was providing product information from the second unused heatwrap. A sample of the product was available to be returned. Packaging was sealed and intact. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to the product quality complaint group received on (B)(6) 2019: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn-per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp. A site investigation is in progress. Complaint subclass: cell damage/leakage. Additional information has been requested and will be provided as it becomes available. Follow-up (09apr2019): new information received from the product quality complaint group included severity level assessment. Company clinical evaluation comment: the patient reported that "she put one on and the contents started leaking out of the wrap". No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed. , comment: the patient reported that "she put one on and the contents started leaking out of the wrap". No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn-per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp. A site investigation is in progress. Complaint subclass: cell damage/leakage.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). This complaint was not confirmed as a cell damaged/leaking occurrence. The return wrap has not been received at the site for evaluation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour, effective (B)(6) 2019, version 5.0.

Event description:
Event verbatim [preferred term] she put one on and the contents started leaking out of the wrap. [Device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) lot number t81952, expiration date nov2020, via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for an unspecified indication. Medical history and concomitant medications were not reported. Consumer had thermacare lower back and hip. She put one on and the contents started leaking out of the wrap. She threw away the leaking heatwrap and she did not have the box anymore. She was providing product information from the second unused heatwrap. A sample of the product was available to be returned. Packaging was sealed and intact. The action taken in response to the event of the product was unknown. The outcome of the event was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). This complaint was not confirmed as a cell damaged/leaking occurrence. The return wrap has not been received at the site for evaluation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. There is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23apr2019, version 5.0. Follow-up (09apr2019): new information received from the product quality complaint group included severity level assessment. Follow-up (04jun 2019): follow-up attempts are completed. No further information is expected. Follow-up (10jun2019): new information received from the product quality complaint group included: investigation results. Company clinical evaluation comment: the patient reported that "she put one on and the contents started leaking out of the wrap". No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: the patient reported that "she put one on and the contents started leaking out of the wrap". No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No remedial action/corrective action/field safety corrective action is suggested at this time.